Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06307. It was reported that balloon rupture occurred. The target lesion was located in the left iliac vein. A 12.0 x 60, 75cm and a 10.0 x 80, 75cm mustang¿ balloon catheters were selected to dilate the lesion. However, on both occasions, the balloon ruptured at 8 atmospheres. The devices were completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.